Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The filter was not returned for eval, as it remains implanted. The delivery system was also not returned. It is unk, if pt or procedural factors contributed to this event. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk. The current IFU (info for use) for this device states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that during the deployment of the device, a foot became stuck in the sheath near the marker band. The dr was able to release it and it was deployed. The device was tilted and not implanted in the optimal position. The device was left implanted and another device was implanted above that one. No pt injury reported.